Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved in an unintended way, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and driven on an in-house system. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument passed the recognition and engagement tests. This instrument¿s grip tips were not moving intuitively, i.e., they were not following the master tool manipulator (mtm) input commands smoothly. The instrument's motion was unintuitive (started and stopped with master motion but moved in the wrong direction). The root cause is not determinable or applicable. The complaint regarding unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single site wristed needle driver instrument jaw did not move in the intended direction. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The instrument persistently moved to the left instead of the intended right direction with no external collisions. The issue occurred while the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was appropriate. No shakiness/ friction was observed. There was no instrument-to-instrument or system arm-to-arm interference. The customer used backup instrument of same kind to continue the procedure. The drape number was unknown, and it would not be returned. There was no injury to the patient as result of the event. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved in an unintended way, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the single site wristed needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the single site wristed needle driver instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.